Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012690268); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to severe calcification using a 20 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt at an implant depth of 7 mm on the non-coronary cusp (ncc), an "irregular" shape in the valve extending 10 mm below the lower edge of the valve to the waist was observed on fluoroscopy. Additionally, the implant depth on the ncc was observed to be too deep; therefore, the valve was recaptured. Upon the second deployment attempt, fluoroscopy revealed that the valve still had a slightly "irregular" shape. An echocardiogram was performed that revealed the valve appeared "heart-shaped". Subsequently, the valve was withdrawn from the patient, and a new valve was used. Another pre-implant bav was performed using a 21 mm non-medtronic balloon, and the new transcatheter valve was successfully implanted without any issues. Per the physician, the patients calcification caused the valve to infold. No patient complications were reported as a result of this event.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to severe calcification using a 20 millimeter (mm) non-medtronic (inoue) balloon. Upon the first deployment attempt at an implant depth of 7 mm on the non-coronary cusp (ncc), an "irregular" shape in the valve extending 10 mm below the lower edge of the valve to the waist was observed on fluoroscopy. Additionally, the implant depth on the ncc was observed to be too deep; therefore, the valve was recaptured. Upon the second deployment attempt, fluoroscopy revealed that the valve still had a slightly "irregular" shape. An echocardiogram was performed that revealed the valve appeared "heart-shaped". Subsequently, the valve was withdrawn from the patient, and a new valve was used. Another pre-implant bav was performed using a 21 mm non-medtronic (inoue) balloon, and the new transcatheter valve was successfully implanted without any issues. Per the physician, the patients calcification caused the valve to infold. No patient complications were reported as a result of this event. Additional information was received that the irregular shape of the valve was infolding and a procedural delay occurred as a result of the infold, since the device had to be replaced, which took time. The size of the previous expansion was increased when the new valve was placed successfully without infolding.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.